Event description:
On (B)(6), 2011, a doctor reported that five patients experienced the debonding of restorations that had been placed with nx3. This MDR is the fourth of five reports.

Manufacturer narrative:
Despite seven attempts to contact the doctor in order to obtain further details on this incident, no response was received. The doctor returned three lots of nx3, but did not specify which lot was used on the patient. The three lots were evaluated for adhesive strength and met product specifications. A review of the manufacturing records for each lot indicated that there were no non-conformances or variances during the production process. In addition, a review of complaint database trending for each lot indicated that no similar complaints were received. These investigation results have led to the conclusion that the debonds were not the result of a product failure and may have been due to a user or technique-related problem. (B)(4)